Manufacturer narrative:
One used burr was returned for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection of the burr was performed and the inner blade rotated freely within the outer blade, no friction was felt and there was no evidence of binding. Visual inspection identified a contact point on a section of the inner burr confirming the reported shedding. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported incident was not determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a rotator cuff repair procedure, it was reported that that tiny metal particles were in the joint. The particulate was removed with the aid of suction. A back-up device was available and a two minute delay was experienced. No patient injury or complications took place.